Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58 lead implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance. No action was taken at this time and the lead remains in use. No patient complications have been reported as a result of this event.